Event description:
Pt reported the infusion device displayed an e8 power interrupt error, and the error message could not be confirmed and cleared by pressing the buttons. The case of the infusion device is also damaged. Infusion device was requested for evaluation. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the untied states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.